Manufacturer narrative:
Summary of evaluation: based upon the information provided, the reason for the disassociation of the polyethylene insert cannot be determine.

Event description:
Revision surgery revealed the polyethylene disassociated form the metal cup.